Manufacturer narrative:
The device was rec'd by depuy synthes. The investigation is still in process. Once the investigation has been completed or if add'l info is rec'd, a supplemental report will be sent. (B)(4).

Event description:
Report rec'd from the USA stating that the device had a loss of power and intermittent power bursts. The device was being used during surgery, but there were no injuries. It is unknown if there was any medical intervention or a delay in surgery. There was no add'l info provided.